Manufacturer narrative:
Unknown; no information has been provided to date. One device received for investigation. The visual testing found that in the event history log there was record of power on/off repeatedly. The customer problem was confirmed. The cause could be due to the down or up stream occlusion sensor. Both sensors recalibrated. Service history review identified no indication that the complaint was related to a service of the device within the view period.

Event description:
It was reported that there is a beeping sound when powering on. There was no patient involvement.